Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a chest drainage unit. The customer reports, the tube disconnected while removing fluid from the lung resulting in a pneumothorax.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.